Event description:
Reportedly, following the multiple shocks received, the patient was admitted in the hospital. During the interrogation of the ICD involved in this MDR report, a warning message 'low shock impedance and defibrillation system ineffective' was displayed. The patient was discharged and a reintervention occurred. Following the physician's decision to explant the device, both the device and the sorin lead (sn (B)(4) reported under MDR # 1000165971-2013-00020) were replaced. The ICD was returned for analysis.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.